Event description:
Veteran was in the ez stand lift sling in the elevated position over his bed when there was a loud snap and the ez stand bar broke off. The veteran was immediately dropped onto the bed and the arms of the ez stand were resting on his abdomen. Veteran denied any injury, but did admit to being quite shaken up as it was a shock.